Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws were damaged out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws were damaged out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A investigation was conducted on (B)(6)2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The silicone insulation was observed to be cracked and peeled on cold jaw. Exposing the metal portion of the cold jaw. The silicone was not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent".